Event description:
Per the audiologist, the pt presented at the emergency room (date not reported) after an altercation with her brother. It was determined she had a concussion. After the incident, the pt reported no sound when using the cochlear implant system. A CT scan (at the ER) showed no atypical readings. The pt's mother reported in 2009, there is still some swelling and the area remains "very tender". Results of an integrity test done about 3 days later showed the device was not functioning. The pt's device was explanted three days later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.